Event description:
It was reported the patient experienced a shocking or jolting sensation when sitting in a chair. Following the jolt, when the patient turned off her stimulation, she was then unable to turn the stimulation back on. The manufacturer's representative was also unable to get the patient to feel any stimulation. The device battery read less than 20% was used. The settings reflected a longevity calculation of greater than 120 months from the date of the implant. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.